Event description:
Smith, t. Et al. (2025) ¿transjugular intrahepatic portosystemic shunt access utilizing a 16-f balloon valve sheath allowing large-bore thrombectomy and multiple parallel catheter thrombolysis for acute portomesenteric thrombosis,¿ journal of vascular and interventional radiology, 36(7), pp. 1212¿1215. Doi: 10.1016/j.jvir.2025.03.009. Authors: tyler smith, md; ziga cizman, md, mph; samuel wilhite, md; david strain, md; charles ray, md, phd, mha; wael saad, mbbch. This case study describes two patients who underwent transjugular intrahepatic portosystemic shunt (tips) procedures using the gore® viatorr® tips endoprosthesis to treat acute portomesenteric thrombosis. A 33-year-old male received a viatorr stent following overnight thrombolysis. Within 48 hours, the patient developed rethrombosis after anticoagulation was discontinued for a mediastinoscopy, requiring repeat thrombolysis and stent extension. While thrombosis and rethrombosis were observed, these complications were not attributed to device malfunction, in the article.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use warns; adverse events associated with the use of the occluder may include, but are not limited to: device thrombosis or thromboembolic event resulting in clinical sequelae. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.